Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during attempted implant after the electrode was connected to the analyzer, system interferences was observed when trying to obtain system measurements. The physician elected to remove and replace the electrode at which time the helix did not function as intended. The removed lead was later returned for analysis and no procedural adverse effects were reported.